Manufacturer narrative:
Date of event: unknown, not provided. (B)(4). If explanted, give date: not applicable. Lens remains implanted. Product evaluation was not performed because according to the initial report, the lens remains implanted. The complaint issue reported could not be verified and no product deficiency could be identified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints revealed no other complaints have been received for this production order number. As a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient has been complaining of unbearable glare, halo and she is unable to drive after the implantation of the tecnis symfony intraocular lens (iol) in her right (od) eye. The surgeon plans to do a lens exchange using a non-johnson & johnson iol as the replacement lens. No additional information provided.

Manufacturer narrative:
Additional info: based on receiving new information, the lens was explanted on (B)(6) 2020. The following fields have been updated accordingly. Section d7: date of explant: (B)(6) 2020. Section h6: patient code 3191 ¿ explant . Section h6: method code 4117 was provided in the initial MDR, however, now that lens has been explanted, but not returned, the code is being updated to 4114. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.